Manufacturer narrative:
The ventilator readings were incorrect during patient ventilation. No harm reported. Our field service engineer (fse) investigated the ventilator on site and replaced the complete expiratory channel printed circuit board (pcb) inclusive the two pressure transducer pcbs to resolve the issue. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The expiratory channel pcb was sent back for further investigation but the the two pressure transducer pcbs were not returned for investigation. The provided logs are not covering the date of reported event but indicate pre-use check (puc) failure at the date of the on-field investigation by our fse. The puc failed the pressure transducer test and the expiration valve test. Simulated use testing in a ventilator of the returned expiratory channel pcb reproduced the pressure transducer test failure during the puc. Puc failed three times during internal leakage test, pressure transducer test and safety valve test. Simulated ventilation was performed during three days without noticeable deviation. The ventilator failed the puc 3 times of 4 attempts after the simulated ventilation. The fault on the expiratory channel pcb could not be located and the investigation stopped. We could confirmed that the reported errors are due to a malfunctioning expiratory channel pcb. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board.

Event description:
Manufacturer's ref# (B)(4).

Event description:
It was reported that the ventilator's reading was incorrect. No more information was available at the moment. There was no patient harm. Manufacture's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.